Manufacturer narrative:
It is not known if the device is available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynxgrip for vascular closure, the balloon failed to deflate during prep before inserting into the patient. A second 6-7f mynxgrip device was opened, tested, deflated and inserted into the patient. However, there was resistance felt when trying to pull the balloon through the advancer tube. It was noted that the device was stuck in the patient. The physician used a larger needle to retrieve the device and the entire product came out with the balloon. Manual compression was used to hold pressure over the artery. The procedure was completed, and patient went home. It is unknown if the devices will be returned.

Manufacturer narrative:
During use of a 6-7f mynxgrip device for vascular closure (vcd), the balloon failed to deflate during prep before inserting into the patient. A second 6-7f mynxgrip vcd was opened, tested, deflated and inserted into the patient. However, there was resistance felt when trying to pull the balloon through the advancer tube. It was noted that the device was stuck in the patient. The physician used a larger needle to retrieve the device and the entire product came out with the balloon. Manual compression was used to hold pressure over the artery. The procedure was completed, and patient went home. The device was not returned for analysis. A product history record (phr) review of lot f1815501 revealed no anomalies or non-conformities during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon failure to deflate¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deflate experienced could not be determined. Based on the limited information available for review, it is not possible to determine what may have contributed to the failure to deflate reported. It¿s possible that the issue could be due to use of a viscous contrast solution, or a high contrast to saline ratio solution to inflate the balloon. The mynxgrip¿s instructions for use (IFU), which is not intended as a mitigation, instructs users to fill the syringe with 2 to 3 ml of sterile saline, and to inflation the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. It should be noted that viscous contrast solution might cause a difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. Neither the phr, nor the information available for review suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time. This is one of two devices associated with the reported event and the manufacturing report associated with this device is 3004939290-2019-01037.